Event description:
[Oral-b] brush head came off the handle [device breakage]. Case narrative: consumer via phone stated that the whole brush head came off the handle while brushing. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.